Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING FREQUENT IMPLANTABLE PULSE GENERATOR (IPG) CHARGING. THE PATIENT UNDERWENT AN IPG REPLACEMENT PROCEDURE.

Event description:
It was reported that the patient was experiencing frequent Implantable Pulse Generator (IPG) charging. The patient underwent an IPG replacement procedure.

Manufacturer narrative:
Investigation Result:The device was not returned to Boston Scientific for analysis.Device History Record:A review of the Device History Record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.